Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h4 and h6. Additional reportable malfunctions of the screw around the lever arm and the outside o-ring, both presenting with corrosion, were also identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material remained in the device possibly because, the reprocessing was not conducted properly due to leakage from forceps elevator. However, olympus could not identify a definitive root cause of the event. The events can be detected and prevented in accordance with the following IFU. "IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide the following correction: b5: it was initially reported that "it was observed that during the device inspection, the duodenovideoscope exhibited whitish foreign material in air water tube and air water cylinder. There were no reports of patient involvement." Correction: "it was observed that during the device inspection, the duodenovideoscope exhibited whitish foreign material in air water tube and air water cylinder; leak at the forceps elevator. There were no reports of patient involvement."

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited the adhesive between the distal end and z-block was cracked and had a gap. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. During the final investigation, an additional reportable malfunction was identified: the adhesive between the distal end and z-block was cracked and had a gap. Although we could not specify the root cause of the event, the defect was likely a result of physical stress being applied to the distal end during user handling. The suggested event is detectable and preventable by handling the device in accordance with the following IFU: inspection of the endoscope: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited whitish foreign material in air water tube and air water cylinder. There were no reports of patient involvement.